Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) requesting to end therapy on the homechoice (hc) unit during dwell 3/7. The home patient (hp) stated that the supply bag fell off of the table and the bag became disconnected from the line. The technical service representative (tsr) advised the hp to end therapy and restart with all new supplies. The tsr further assisted the hp with ending therapy. The hp confirmed there were no alarms. There was no injury or medical intervention reported. No additional information is available at this time.